Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional is obtained.

Event description:
The consumer reported that some reagent solution from the binaxnow covid-19 antigen self-test entered their eye, on (B)(6) 2022. Per the customer, they were putting drops in the test card but some liquid went into her eye. No additional patient information, including treatment and outcome, was provided.